Event description:
It was reported that the ilet displayed persistent alert 38 for consecutive stalled motor events despite multiple restarts, leading to delivery suspensions and the user disconnecting from the pump; education was provided on shutdown procedures, data behavior on replacement, app syncing, and continued cgm use. Symptoms included interruption of insulin delivery. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included review of device performance history and user-reported troubleshooting with restart attempts. Investigation of this case revealed recurrent motor stall alarms consistent with an insulin delivery motor stall in the pump mechanism, with no additional device components implicated based on available information. The complaint was for a motor stall. This event was one time and small possibly an occlusion. The original supplied were not available to do a proper evaluation. So the complaint was not confirmed. Though the logs do indicate the complaint, it could not be duplicated.

Manufacturer narrative:
It was reported that the ilet displayed persistent alert 38 for consecutive stalled motor events despite multiple restarts, leading to delivery suspensions and the user disconnecting from the pump; education was provided on shutdown procedures, data behavior on replacement, app syncing, and continued cgm use. Symptoms included interruption of insulin delivery. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included review of device performance history and user-reported troubleshooting with restart attempts. Investigation of this case revealed recurrent motor stall alarms consistent with an insulin delivery motor stall in the pump mechanism, with no additional device components implicated based on available information. The complaint was for a motor stall. This event was one time and small possibly an occlusion. The original supplied were not available to do a proper evaluation. So the complaint was not confirmed. Though the logs do indicate the complaint, it could not be duplicated.